Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nr891m - enduro meniscal component f3 12mm. According to the complaint description, the cone broke directly above the cone seat. While sitting the patient felt a cracking sensation followed by feeling of instability. No notch and no resistance was on the femoral component. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components: nb019k - enduro femoral component cemented f3r - lot 52336144.

Manufacturer narrative:
Investigation results: the rotation axis has fractured below the taper. The taper of the rotation axis shows small visible damage on the surface. The rotation axis locknut is no longer located/fixed on the thread of the rotation axis. The breakage surface of proximal fragment as well as the distal component shows so called arrest lines which indicate a fatigue fracture. There are no hints for a material failure like foreign material inclusions or blow holes. The thread of the rotation axis as well as the thread of the rotation axis locknut shows no abnormal visible damages. The gliding surface of the meniscal component shows visible material damages. These damages are most likely due to the revision procedure. The bearing for rotation axis as well as the locking ring shows no unusual damages or deviations. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There were no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision. Conclusion/preventive measures: on the basis of the current information and as well as a result of our investigation, a definitive conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. There is no indication for a material defect or manufacturing failure. Upon review of the investigation results, a CAPA is not required.